Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill bit is stuck inside cut guide hole. The piece of the drill bit was broken, and a piece is still inside the cut guide, and cannot be removed. No pieces fell into the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign: canada. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use (nicked, gouged, burrs); also a fractured drill pin is lodged in one of the holes. Device history record (DHR) was reviewed and no discrepancies were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.